Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "rupture", "severe breast pain" and "r/o lymphoma."

Event description:
Patient reported left side "rupture", "severe breast pain" and "could not r/o lymphoma." Pathological markers confirming alcl have not been received. Device has been explanted.

Event description:
Patient representative reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device.